Event description:
Per the clinic, the patient experienced an infection at abutment site and subsequently was treated with oral, topical and IV antibiotics (specific date and duration not reported). The implanted device remains.